Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include but are not limited to improper endoprosthesis component placement and occlusion of native vessel.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. After all components were implanted, a proximal type I endoleak was observed from the trunk-ipsilateral leg component. The physician advanced and deployed an excluder® aortic extender component (pla280300j/16600699) just distal to the left renal artery to treat the endoleak. According to the report, the device moved proximally of its intended site upon deployment, partially covering the left renal artery. A procedural angiograph showed satisfactory blood flow into the left renal artery; however, the physician opted to implant a 7mm x 9mm bare metal stent into the left renal artery to maintain blood flow. The procedure was completed without any further reported complications. The endoleak was resolved and the patient tolerated the procedure.